Event description:
On (B)(6) 2011, it was reported that the up/down buttons on the pt's infusion device were not functioning when attempting to program a bolus. No physiological effects were reported. The pt did not require medical assistance from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.